Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has previously caused or contributed to pt injury. Device issue: guide wire tip separation. It was reported that during preparation, the guide wire tip was lost (separated) before introducing it into the pt's coronary. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4).